Manufacturer narrative:
This report is submitted on april 11, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the patient's surgeon, it was reported that during initial implantation surgery performed on (B)(6) 2018, the surgeon experienced complications during insertion. The surgeon reportedly experienced resistance whilst inserting the electrode through the round window and as a result, the silicone tip of the electrode allegedly became detached and broke away. Subsequently, the surgeon removed the implant; however, was unable to locate the missing silicone. The patient was successfully implanted with the back-up cochlear device with no other complications reported. There were no report of patient injury associated with this event.